Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No complications were reported, and the patient condition after the procedure was good.

Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided.